Manufacturer narrative:
Additional information: b5, h6 and h11. Correction: a1. B5: upon follow up, it was reported that the peritonitis was manifested by cloudy effluent. It was additionally reported that the patient experienced methicillin-resistant staphylococcus epidermidis (mrse). No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a2, a3, b2, b5, b6, b7,d10, h6 and h11. B5: upon follow-up, it was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The bacterial peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for three days for the event. The patient was treated with vancomycin (for 21 days, discontinued) and gentamicin ( for 21 days, discontinued) for bacterial peritonitis. Action taken with pd therapy was unknown. At the time of this report, the bacterial peritonitis was resolved. It was not reported if the patient was retrained on proper aseptic technique. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 6 peritoneal dialysis (pd) patients experienced peritonitis. One patient had manifestation of cloudy effluent. The cause of peritonitis was unknown. It was not reported if the patients were hospitalized. Treatment was not reported. Patient outcomes and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B3: event date: september 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11 correction, g3: date received by MFR: the follow up 1 MDR g3 date was inadvertently submitted as 12/23/2024; however, the correct date is 01/30/2025.